Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological. Complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device was explanted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.